Event description:
It was reported the patient experiences pocket heating while charging. A new charger was sent to the patient; however, the issue was not resolved. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.